Manufacturer narrative:
Additional information: b6 relevant tests and lab data has been updated. B7 other relevant history has been updated. G3: date received by manufacturer has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 22mm occurred that was not included in the event as reported. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. E1: hospital name and address have been updated. G3: date received by manufacturer has been updated. H6: medical device problem: remove code 3190. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime aaa stent system. Approximately seven (7) years post initial procedure, at routine follow-up, computerized tomography identified a type ia endoleak. Reintervention has been scheduled. The patient is reported to be stable. Additional information: the physician elected to place coils followed by implant of a 28x45 ovation ix aortic extension and a palmaz p4010 (non-endologix) stent to resolve this event. The patient was sent home the next day following the secondary procedure. Additionally, an internal clinical evaluation shows reasonable evidence to suggest sac growth of 22mm occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime aaa stent system. Approximately seven (7) years post initial procedure, at routine follow-up, computerized tomography identified a type ia endoleak. Reintervention has been scheduled. The patient is reported to be stable.